Event description:
Pt was having a d&c ablation procedure with thermachoice catheter. During the procedure, the balloon slipped/pushed out of pt and burned her cervical and vaginal mucosa. Burns treated conservatively.